Manufacturer narrative:
H6. Catheter: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 1.88mg/20mg via an implantable pump. It was reported that the patient dosing kept being increased by the physician, who then ordered a catheter revision. The physician attempted to aspirate through the catheter access port (cap) in surgery with no success. He then attempted to remove the pump segment connector from the pump and the outer white cover of the pump segment detached and left the metal connector piece attached to the pump. He was able to remove the pump segment with some forceps. After attempting to get cerebrospinal fluid (csf) through the pump segment, he trimmed the catheter in the spine segment with no csf drip either. At this point, the physician removed the entire catheter and replaced it, getting good csf drip and it aspirated nicely once connected back to the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.